Event description:
On 5/12/1999 machine technician reported four incidents of blood inside their system 1000 machines. He has checked only 4 machines, but will check the remaining machines and call back.